Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 350-360 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently hospitalized where they were treated with intravenous fluids of saline and manual insulin injections. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026.